Event description:
The customer called and reported she received a motor error alarm on the insulin pump during rewind, after a motor position encoder error alert was received. The customer's blood glucose level was 211 mg/dl. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.